Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a carotid artery stenting (cas) interventional procedure using a 6f sheath. Reportedly, the foot of the proglide did not retract completely after deployment even though the lever was closed completely. A deep nick and spread was performed to get the foot of the proglide loose so that the device could be removed from the vessel. The device was removed with the foot open and tissue damage occurred. Slight manual compression was applied while the device was being removed and then the proglide sutures were harvested and used to achieve hemostasis. No treatment was needed for tissue damage. The nick and spread was stated to leave potential scarring. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed once the biological material was removed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use (eifu), as a possible adverse event of use of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The patient effect is a possible adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.